Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A literature article reviewed cases of glaucoma filtration device (gfd) exposure. The features of cases exposed to the conjunctiva after the gfd insertion were examined. This was a retrospective study of 169 eyes in 151 patients who underwent gfd insertion from april 2012 to april 2017. Exposure time, intraocular pressure before exposure, course of treatment , shape of filtration bleb, and intraocular pressure after exposure. This report is for case 2, a (B)(6) male who has secondary open angle glaucoma who had a glaucoma filtration device (gfd) implanted. One month postoperative glaucoma drops were restarted and a needling procedure was performed. Conjunctival exposure of the gfd was observed approximately 10 months following the gfd implant procedure. Approximately one month later, the gfd was explanted and reconstruction of the filtration bleb was performed. There are four medical device reports associated with this article. This report is for case two.

Manufacturer narrative:
Evaluation summary: there was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. There was no sample returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).